Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015.

Event description:
It was reported surgical intervention may be undertaken on a future date to explant the occipital system..the reason for the explant is unknown. Additional information has been requested; however, no new information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.